Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced while running an infusion. Upstream occlusion alarms were confirmed during a review of the event history log. The cause was determined to be a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the emergency room. Any patient involvement, injury or medical intervention is unknown.